Event description:
It was reported by hospital via sales that two (2) sets of valve sizers model 1133 were cracked/fractured. The hospital requested replacement of the subject reusable sizer trays. Report indicates that a sizer broke off in the patient; however, all components were retrieved and the patient was doing ok post surgery.

Manufacturer narrative:
The subject sizer model # 1133 is supplied with the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx, in order to facilitate selection of the correct size valve for implantation. The subject sizers are supplied nonsterile and must be sterilized before each use. The handles and sizers must be cleaned and resterilized prior to each use. Per product labeling, sizers must be examined for signs of wear, such as dullness, cracking or crazing then replaced if any deterioration is observed. The affected sizers have been arranged for return and evaluation, but not yet received by edwards. Returned device evaluation results and edwards conclusions will be reported once completed.